Event description:
It was reported that the patient had the artificial urinary sphincter with tandem cuffs removed due to urethral atrophy causing incontinence. The device was implanted in 2008 and worked well until recently. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no additional patient complications reported.